Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display. Blood glucose at the time of incident was unknown. The customer reported that the display on the top where it shows the battery and res icons is not on the screen anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with missing segments due to cracked zebra connector. Unable to perform self-test and displacement test due to missing segment. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.